Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose, with blood glucose of less than 40 mg/dl at the time of the incident. The customer was at 56 mg/dl at the time of admission, and 150 mg/dl at the time of the call. The customer used food to treat. The customer experienced symptoms such as inability to get up. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer almost had a car accident the previous year due to a low blood glucose incident. The customer reported their blood glucose levels were all over the place, and thinks it may be related to the recalled sets. The customer also started on a diet around the time the lows began. The insulin pump will not be returned for analysis.